Manufacturer narrative:
Patient identifier - requested, has not been received. Age and date of birth - requested, has not been received. Sex - requested, has not been received. Weight - requested, has not been received. Ethnicity - requested, has not been received. Race - requested, has not been received. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings. See MDR report no. 3013394970-2018-00035 for the first device that was used on patient.

Event description:
The user facility reported that two separate angioseals failed on the same patient. The tech said that after the bypass tube was inserted into the sheath and they started to advance the angioseal device, it stopped and could not be fully advanced. The patient is stable. The procedure outcome was successful. Additional information was received on january 29, 2018. Hemostasis was achieved by manual compression and the blood loss was less than 250 cc.

Manufacturer narrative:
(B)(6). This report is being submitted as follow up no. 1 to provide patient demographics in section a and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.